Event description:
Caller reported a cartridge alarm, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, which is still under warranty. They instructed the customer to use a backup insulin pump to ensure insulin delivery is not interrupted. The customer was informed that a replacement pump with updated software would be sent. Instructions were also given for putting the old pump into storage mode and returning it to tandem using a pre-paid shipping label. The customer acknowledged the need to program settings and connect their cgm to the replacement pump, with a signature required for delivery.